Manufacturer narrative:
The pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. Flow accuracy testing was performed with the saf¿s set to 14ml/hr. After 37.5 hours the pump yielded a flow rate of 5.86ml/hr which is below specification with a +/-20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rate 14ml/hr with the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.20psi. The 14ml/hr setting yielded a rate of 3.04ml/hr which is below specification with a +/- 20% tolerance. The filter was then removed from the tubing line. The 14ml-hr rate was retested and yielded a rate of 13.50ml/hr which is within specification with a +/- 20% tolerance. The remaining 2ml/hr, 4ml/hr and 8ml/hr rates were tested without the filter. The saf flow rate 2ml/hr yielded a flow rate of 2.00ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.08ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.22ml/hr which is within specifications with a +/- 20% tolerance. The tubing with the and all components were reconnected using a male and female luer with cyclohexanone. The pump was refilled with 30ml of 0.9% saline and no leaks were observed. 4ml of food grade dye was added to the pump. A baxa repeater pump was used to refill the pump with 366ml of 0.9% saline. The pump was pressurized for approximately 48 hours and no leaks were observed. The evaluation summary concluded that a fast flow and a leak was not observed. A slow flow was observed due to the filter. Flow accuracy testing was performed and was below specification with a +/- 20% tolerance. Pressure pot testing was performed and the 14ml/hr rate with the filter in place was below specification. After removing the filter pressure pot testing was performed on the 2,4,8 and 14ml/hr and all had a flow rate within specification with a +/-20% tolerance. The bladder, filter and tubing were then reconnected using a male and female luer with cyclohexanone. The pump was refilled with 4ml of food grade dye and 396ml of 0.9% saline. After pressuring the pump for 48 hours no leaks were observed. Not enough information has been provided regarding usage. Pump position and storage time was unknown, and it was unknown if external pressure was applied. It is essential information to determine if the pump was used properly. No information has been provided to prove if the user or facility conditions affected the pumps flow. Root cause could not be determined. All information reasonably known as of 04-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 14-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2017-00149 for the second patient. Fill volume: 400 ml, flow rate: 8 ml/hr, procedure: extremity surgery, cathplace: supraclavicular block. It was initially reported that there were incidents of two pumps that ran too fast. Additional information received on 24-jul-2017 stated that the first pump was started at 10am on (B)(6) 2017 and a significant increase in pain was noted by the patient at 5am the next morning. The patient went to the emergency room for uncontrollable pain, around 5pm and reported that the pump was empty. There were no signs of local anesthetic toxicity. No further information was received for this event.